Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rv lead exhibited noise, increased capture and decreased sensing. During the lead explant, stretched rv coil around the lead body was noted. Fluoroscopy also revealed a kink on the lead. The patient tolerated procedure well.